Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc was within the customer's established ranges. Service was not dispatched for this event. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reactive rubella igm result of 48au/ml generated by the unicel® dxl 800 access immunoassay system on one patient's sample. Repeat results on two alternate methods resulted as non-reactive (0.5 and 0.55). The rubella igg result for this sample was 267.1. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.